Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.

Event description:
Customer called to report that her bg was running high and she didn't think her pod was working. Her bg level went as high as 404 before she changed the pod. Customer noted that she was also taking metformin, so in the instances that her bg did drop a little, she believed that may have helped her levels. When she removed her pod, she did not see or smell insulin and the cannula did not appear bent or kinked. No further info reported.